Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: (B)(6). (B)(4). Device broke intra-operatively and was not implanted / explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that: DHR review for part 04.647.228s, lot 8241124. Manufacturing location: (B)(4), manufacturing date: 28.jan.2013, expiry date: 31.dec.2022. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient was implanted with a competitor's plate at c4-c5 and had developed adjacent level disease. Patient was returned to surgery on (B)(6) 2016 to be implanted with the zero-p variable angle (va) implant at c6-c7. During that procedure, as surgeon was placing the implant, it is reported the device fell apart when the cage portion disengaged from the plate. The pieces of the broken implant were easily removed. Another implant was readily available and was implanted without incident. Surgery was completed successfully with no delay and no harm to patient. Post-operatively patient reported to be responsive and doing well. This complaint involves 1 device concomitant devices reported: insertion device for zero-p va (part number 03.647.963, lot unknown, quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development investigation was performed for the subject device. The returned device was examined and the complaint condition was unable to be confirmed as the implant was returned assembled with the plate and peek spacer firmly engaged. No damage was noted on the implants plate or peek spacer. A visual inspection and drawing review were performed as part of this investigation. The 8mm lordotic/large zero-p va implant (04.647.228s) is a component of the zero-p va large lordotic implant set (01.647.055) which is utilized in the zero-p va (zero-profile, variable angle) system for anterior cervical interbody fusions (acif). The zero-p va implant was designed to have a semi-rigid connection between the interbody plate and spacer, allowing the plate to function as an anterior interbody plate and the spacer to function as an interbody spacer; the design disassociates the stresses between the components allowing them to function independently. If the plate and spacer separate intraoperatively they may be reassembled so long as both components are not damaged. Relevant drawings for the returned implant were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of this device. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. No root cause was identified as the complaint condition was unable to be verified; the device was received assembled and without identifiable damage. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.